Event description:
It was reported following implantation of the patient's ICD that the ICD battery was prematurely depleted. The patient was taken back into surgery on (B)(6) 2015 at which time the ICD was explanted and replaced. No further information was available.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The root cause of the premature battery depletion was an anomalous component on the hybrid.